Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received treatment during a hospital visit due to low blood glucose on (B)(6) 2020 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 116 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had just had out patient surgery and since they were fasting they went low. Troubleshooting was not completed as the customer declined. The customer also reported change sensor alarms. The insulin pump will not be returned for analysis.